Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional finding not related to the reported event, likely due to the handling of the device. Log file analysis revealed that a controller fault alarm was logged on (B)(6) 2020 at 22:39:55 and multiple event exceptions were recorded due to a fault in the internal battery charging circuit. As a result, the reported controller fault alarm event was confirmed. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm and event exceptions could not be duplicated or replicated. Additionally, an internal inspection did not reveal any anomalies. Based on the available information, the most likely root cause of the reported controller fault alarm can be attributed to a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to: 5a. Ethnicity, 5b. Patient race, b1. Adv evnt/prod prob, b2. Outcome attributed to adverse event, b3. Date of event, b5. Desc evt problem, b7. Relevant history, g2. Report source, h1. Type of reportable event, h6. Patient codes (ime/annex e), imf (annex f) , img (annex g), h10 additional products this information was received from the mechanical circulatory support product surveillance registry study. Additional products: d1: heartware ventricular assist system ¿ ventricular assist device (vad), d4: model #: 1103 / catalog #: 1103 / expiration date: 30-june-2021 / serial#:(B)(6) , UDI #: (B)(4), h4: mfg date: 04-june-2019, h5: yes, h6: patient ime code(s): e2402, h6: imf code(s): f08, f12, f23, h6: img code(s): g04105, h6: FDA device code(s): a141204, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had one ventricular assist device (vad) stop at home. After ten days at the hospital, the patient had a second vad stop followed by a controller fault alarm. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the pump ((B)(6)) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional finding not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handling of the device. Log file analysis revealed two controller power up events with associated pump start events logged on 12-nov-2020 at 21:26:15 and on 21-nov-2020 at 22:03:30 . The data point prior to the first loss of power revealed that a battery was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 75% rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one and (B)(6) was connected to power port two . The data point prior to the second loss of power revealed that (B)(6) was connected to power port one with 25% rsoc and (B)(6) was connected to power port two with 90% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one and (B)(6) was connected to power port two . No anomalies were observed leading up to the losses of power. The controller was without power for 14 seconds and 17 seconds, respectively. Log file analysis also revealed multiple event exceptions logged on 21-nov-2020 and one controller fault alarm logged on 21-nov-2020 at 22:39:55, due to an issue with the internal battery charging circuit. In addition, log file analysis revealed internal battery voltage values slightly below nominal values. Internal inspection did not reveal any anomalies. During supplemental testing, the controller was allowed to run for an extended period of time; results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Additionally, a vad disconnect alarm was logged on 21-nov-2022 at 23:28:32, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. As a result, the reported controller fault alarm, and loss of power events were confirmed; it is likely the losses of power are related to the reported vad stops events. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, a possible root cause of the reported controller fault alarm can be attributed to, but not limited to a faulty internal battery charger integrated circuit. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #:(B)(6) h3: yes h5: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a fault alarm over the weekend. The controller has been exchanged. No patient complications have been reported as a result of this event.